Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be broken at the distal clevis hub. The cable segment was observed to be sticking out at the wrist of the instrument. The distal clevis did not exhibit any wear. The other cables at the wrist of the instrument were undamaged. No other damage was found.

Event description:
It was reported that during a da vinci myomectomy surgical procedure, frayed wires were identified on the mega suturecut needle driver instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.